Event description:
This pt experienced an adverse tissue reaction, shortly after being implanted with the device. Despite medical treatment, the reaction progressed and the device extruded through the pt's skin flap. After the device was explanted in 2004, the problem resolved.